Manufacturer narrative:
The pod was received deployed with an expected number of pulses during priming. No damages or deficiencies that would contribute to a needle mechanism failure were observed. The pod was reset to a non deployed state and was observed to redeploy with no issue. Although no damages were observed, the exact timing of needle deployment could not be determined so therefore the cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.